Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. Replacement inline spring kit installed which resolved the problem.

Event description:
Bed siderails would not latch. There were no injuries in this event.